Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon inserted a (B)(6) collamer aspheric single plate lens. The capsule ruptured and lens was removed. Further info has been requested, but none has been forthcoming. A supplemental will be submitted when further info is available.